Event description:
The customer reported that the insulin pump failed the battery test, then she put the battery in again, and the device alarmed weak battery. Days later, the customer called back and reported being hospitalized with high blood glucose over 400mg/dl. The customer experienced chest pains and leg swelling. The caller mentioned that her high glucose was stress related. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. Reviewed the alarm history and found several no delivery alarms and bad battery alarms. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.